Manufacturer narrative:
Additional information: tandem clinical diabetes specialist reported that the customer's bg level was 559 mg/dl and instructed the customer to go to doctor office or hospital for treatment as the customer did not have insulin injections. On (B)(6) 2017, the customer reported to have gone to a healthcare provider's office and an insulin injection was administered to resolve the high bg. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl. The customer changed all of the pump supplies and insulin and the bg level did not decrease. A correction bolus via the pump and the temporary basal rate setting was adjusted to 110% for 2 hours to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified.